Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the customer has a safety concern regarding the eopa arterial cannula used for cardiopulmonary bypass, which we consider to be defective. Often during routine surgical use, we have observed that the introducer is not adequately secured to the cannula itself. Specifically, the cannula fails to properly retain the introducer in position and therefore, upon insertion of the cannula into the ascending aorta, forward pressure results in the introducer being pushed backward, partially exiting the cannula. The device has always been prepared and used as per standard surgical practice and the manufacturer¿s instructions. Customer does not routinely use the cannula with a guidewire for cannulation of the ascending aorta. It is believed that the issue is related to inadequate coupling between the introducer and the cannula, rather than improper handling or deviation from instructions for use. The device was used. No patient complications have been reported as a result of this event.